Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis, chronic pancreatitis and kidney infection in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced several acute episodes of pancreatitis. On (B)(6) 2012, the patient experienced peritonitis and chronic pancreatitis. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient again experienced pancreatitis and a kidney infection and was hospitalized for the events on the same day. On (B)(6) 2012, the patient was discharged from the hospital. Treatment rendered was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12a04089. No exceptions were observed that were related to the reported condition.